Event description:
During an atrial fibrillation ablation procedure, with the balloon in the left atrium, air was aspirated into the sideport while aspirating the catheter central lumen sideport. It looked like the air was coming from the handle side of the lumen and into the sideport, not from the proximal valve end of the catheter. The catheter was removed and reflushed. The catheter was inserted into the patient and aspirated but bubbles were seen again. Aspiration was performed for 3-4 minutes until no bubbles were seen and the procedure proceeded. The procedure was completed successfully with no adverse patient consequences.